Manufacturer narrative:
Initial reporter phone not provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed (B)(6) architect anti-hcv on a patient sample that tested sd bioline quicktest (B)(6). (B)(6) tested architect anti-hcv (B)(6) (serial (B)(4), lot 33029be00). As part of troubleshooting, the sample was repeated with (B)(6) (serial (B)(4), lot 33651be00). The sample tested (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
During trouble shooting testing at the customer site non-reactive results were generated with architect anti-hcv reagent, lot 33651be00, therefore, this lot was investigated too. The ticket search by lot indicates that the reagent lots 33029be00 and 33651be00 perform as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions system does not identify any non-conformances or deviations associated with the reagent lots 33029be00 and 33651be00 and complaint issue. In-house testing of a retained reagent kit of the complaint lots was performed. All specifications were met and no false non-reactive results were obtained, showing that the lots generate the expected results. In addition, the clinical sensitivity of the lots was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to historical architect anti-hcv test results which showed the lots detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lots is not adversely affected. Based on all reviewed data, it is concluded that there is no general issue with the architect anti-hcv reagent lots identified in this complaint. A product deficiency was not identified.